Manufacturer narrative:
A visual examination of returned product shows nicks and gouges with flared damages in the dovetail feature.review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty while the surgeon was inserting a 10mm articular surface, the articular surface could not be inserted into the tibial base plate after several attempts. Subsequently, an 11mm articular surface was used to complete the procedure. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.